Manufacturer narrative:
A cardioquip customer submitted photos of tubing to cardioquip for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. When the device was received at cardioquip, an hpc test confirmed bacterial contamination within the device. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Cq service was notified via email that the internal tubing of this device was suspect for contamination and submitted pictures for review. The pictures were reviewed by the cq director of operation and epidemiology, who recommended that the device receive an internal water pathway replacement to remediate the issue.